Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of incontinence is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had an artificial urinary sphincter (aus) device implanted with a 4.0 cm cuff. The patient continued to experience urinary incontinence. The physician decided to implant a smaller sized cuff because he felt it would be a better fit for the patient. The 4.0cm cuff was explanted, and a new 3.5cm cuff was implanted. There were no further patient complications.